Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete device and event information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was experiencing jolts after having a lead revision surgery on an unknown date. In turn, surgical intervention was undertaken on an unknown date wherein it was found out that the plastic from tunneling tool was left insitu during previous revision surgery. Physician removed the plastic which addressed the issue. The patient is no longer in pain and pain has been resolved.

Event description:
Additional information received indicates the plastic from tunneling tool was left insitu during surgery on (B)(6) 2020. In turn, surgical intervention was undertaken on (B)(6) 2020 wherein the physician found and removed the plastic.

Manufacturer narrative:
Correction: section d: suspect medical device: the device model# should have been 1112 rather than 1120. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Correction: section h6 :investigation findings code and investigation conclusions code corrected. During revision, it was discovered that a physician had unintentionally left a tunneling tool sleeve implanted in the patient. The sleeve was removed to resolve the issue. There is sufficient instruction in the manual on how to remove the sleeve after implant.